Event description:
Customer reported that a pyxis medstation 4000 unexpectedly rebooted and installed an operating system update delaying user access to medication. Customer reported a patient experiencing respiratory distress. Customer stated that there was no procedure. Customer reported rapid sequence intubation and lorazepam were the required medication. Customer stated the length of the delay was between 5 to 10 minutes and that medication was dispensed by the pharmacy department. Patient harm was reported. Patient harm was not confirmed by customer.

Manufacturer narrative:
Customer reported that a pyxis medstation 4000 unexpectedly rebooted and installed an operating system update delaying user access to medication. Customer reported a patient experiencing respiratory distress. Customer stated that there was no procedure. Customer reported rapid sequence intubation and lorazepam were the required medication. Customer stated the length of the delay was between 5 to 10 minutes and that medication was dispensed by the pharmacy department. Patient harm was reported. Patient harm was not confirmed by customer. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device and determined that the device is scheduled to install operating system updates every day at 0300 hours. Customer requested a change to system update scheduled for the device. Device configuration updated and confirmed operational.

Manufacturer narrative:
Retro supplemental h11 verbiage: this supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6)2020 to (B)(6)2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device unexpectedly rebooted due to configuration issue. The technical support specialist modified the windows update installation schedule in the devices according to the customer provided list to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
Customer reported that a pyxis medstation 4000 unexpectedly rebooted and installed an operating system update delaying user access to medication. Customer reported a patient experiencing respiratory distress. Customer stated that there was no procedure. Customer reported rapid sequence intubation and lorazepam were the required medication. Customer stated the length of the delay was between 5 to 10 minutes and that medication was dispensed by the pharmacy department. Patient harm was reported. Patient harm was not confirmed by customer.